Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the cartridge to resolve the issue. A specific value for customers bg was not provided, however; it was reportedly within range.